Manufacturer narrative:
Event and therapy dates are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number: 3006705815-2020-31003. It was reported patients lead had migrated. To address the issue patient underwent surgical intervention wherein the leads were replaced. Postoperatively, effective therapy was restored.